Event description:
The tip of the regatta guidewire fell off while retracting the jailed wire through a stent in a bifurcation in a sidebranch off the left anterior descending artery. Post dilation was conducted in the stent to crush the separated tip of the wire in place.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.